Event description:
It was reported that following angioplasty, that the two balloon catheter (including the subject device) used leaked. The two devices were noted to be leaking from different areas, one was "leaking inside and the other was leaking outside." There was no reported clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record was performed on this batch and no issues or discrepancies were found. The device history record review showed that this device met all requested specifications. The device was used for treatment. Based on the investigation and information provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. Analysis of the returned device found a perforation on the back wall of the proximal inner shaft under the manifold opposite the inflation lumen. The device would not inflate due to the inner leak under the manifold. This perforation was most likely caused by a needle/syringe system or a guide wire used during preparation as no tools are inserted in the manifold inflation port during manufacture. Follow up information confirmed that the device was inspected prior to use as per the directions for use and no anomalies were found. Based on the investigation and the information provided, the most probable root cause for the reported event is operational context.

Event description:
It was reported that following angioplasty, that the two balloon catheter (including the subject device) used leaked. The two devices were noted to be leaking from different areas, one was "leaking inside and the other was leaking outside." There was no reported clinical consequence to the patient.